Manufacturer narrative:
An event of guidewire insertion difficulty and wire kink was reported. A complete lead measuring 86.0cm was returned in one piece for analysis. The reported event of guidewire insertion difficulty was confirmed. Visual inspection noted that the ptfe coating of the guidewire was bunched up inside the inner coil inside the connector region. The cause of the reported event was isolated to the stripped ptfe guidewire coating and bunching of the inner coil at the connector region, consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the guidewire was difficult to be inserted. The guidewire was removed, and the lumen was flushed several times outside the body and the wire was attempted to be inserted again in and out. The wire could be inserted, but the procedure was not very smooth. The physician suspected lead might be damaged due to a kink in the wire or other factors. Hence, a new lead was implanted using the same guidewire and the procedure was completed successfully. The patient was stable throughout the procedure.